Event description:
It was reported that during emergency colectomy, after firing the 2nd reloads, when the nurse open up the ntlc and discard the reload, they found the blade was exposed on the reload which did not retract to its original position. Staple line is intact, staple formed properly and tissue is transected. There were no patient consequences.

Manufacturer narrative:
(B)(4). B3: only event year known: 2025. Date sent 9/23/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2025. Corrected data: b1, h1. Upon review of the information provided, it was concluded that this report does not meet the FDA defined criteria for a reportable event and is being considered not reportable.